Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens; -14.5 diopter into the patient's eye. 6 weeks post op reports a halo effect in environments that are not brightly illuminated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.